Manufacturer narrative:
Additional information was received that the leak was less than 4.5lpm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The complaint was not a reportable malfunction. H3 other text : additional information was received that the leak was less than 4.5lpm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The complaint was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The condenser was replaced to resolve the issue. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The customer reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.